Event description:
The caller reported that the tube was placed in the patient on (B) (6) 2010 and a leak was discovered at the pilot balloon seam on (B) (6) 2010. The tube's cuff was pretested before insertion. When the leak was noticed the tube was removed, and a new tube was placed in the patient. There was no noted patient harm.